Event description:
It was reported that during a gastric bypass procedure, the device did not open. The case was carried out and finished by cutting the tissue around with another new device and extracting the first used device with the tissue that remained in the jaws. Between each loading, the device was washed with saline solution. There was no adverse pt consequence.